Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the metal piece of the battery cap fell on the battery and the device heating up. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1884, and the customer response was the device will be returned.

Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08735 inches. Pump¿s history and trace files downloaded successfully using thump software. Unit was monitored for 24 hours and no device heating up anomalies noted. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails and label damage (faded and stained). In conclusion, customer concern for device heating up was not confirmed. Unable to confirm battery cap damage due to not receiving original battery cap. Cosmetic damage confirmed where cracked keypad overlay, cracked battery tube case, cracked case corner of belt clip rails and cracked battery tube threads was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.